Event description:
It was reported that the cartridge leaked insulin from the bottom near the pneumatic tap port. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The caller was able to change the cartridge and successfully resume insulin therapy, resolving the issue without further assistance.